Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend tip did not move in the desired direction. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system, and it pass the initialization, recognition, and engagement tests. The instrument move intuitively with a full range of motion in all directions. The jaws opened and closed properly. A review of the procedure logs was unable to confirm any failures. There was no problem detected.

Event description:
Refer to h11 for follow-up information.